Event description:
It was reported that one of the screw covers dislodged during the placement of the shell in to the acetabulum. The surgeon searched using fluoroscopy, but was unable to retrieve the screw hole cover.

Manufacturer narrative:
Information was received on report (B)(4). This report will be amended when our investigation is complete.